Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was disconnected mode. A field service engineer (fse) found pyxis station went offline after being moved to a new location. Information technology (it) confirmed the network port was active and the cable intact. The fse resolved the issue by changing the network settings to dyanmic host configuartion protocol (dhcp). Verified the device was online via the remote support service (rss) page and confirmed remote access was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed an error icon indicated disconnected mode and shown as offline on remote smart service. The issue began after the station was relocated. A reboot was performed by the customer; however, the issue persists. The it team had been engaged and was currently investigating the issue. The customer stated that they managed to get the medication from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.